Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
User reports that when she placed her hand against the lateral part of the jaw in the implanted side, the implant stopped working.

Event description:
User reports that when she placed her hand against the lateral part of the jaw in the implanted side, the implant stopped working. No information on possible further steps has been provided.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. No information on possible further steps has been received.